Event description:
It was reported in the journal of urology 170(2): 525-526; aug 2003, that15~ a pt with recurrent stress incontinence underwent a sling procedure. The incontinence did not improve following the procedure. The pt was subsequently seen by a urologist who noted a stone at the bladder neck. Although the urologist could break up the stone, he could not remove some foreign material beneath it. Before cystoscopy a culture was taken, which was negative. The physical examination revealed a large amount of urine in the vaginal vault as well as a defect in the anterior vaginal wall. Cystoscopy demonstrated a collagen injected woven polyester sling at the bladder neck, mesh in the mid urethra, and a fistula between the collagen injected woven polyester sling and the mesh. Repair of the fistula and removal of the eroded mesh were performed transvaginally via an inverted u-shaped incision. The previously placed tape was dissected as high as possible in the retropubic space in both directions and transected. The bone anchor sutures from the previously placed collagen injected woven polyester sling were transected and the sling was removed using graspers. The fistula was closed in multiple layers and covered with a labial fat pad. A new sling was placed over the fat pad. At the 8 month follow up the pt had no stress incontinence and minimal urge incontinence, emptied well and was pleased with the results.